Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient with fine, diffuse lamellar keratitis in the left eye on first follow up, four days post lasik. The patient complained of mild irritation. Topical steroid drop was increased to every hour. The patient is scheduled for additional follow up.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which might have caused or contributed to the reported event. (B)(4).